Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to experiencing an elevated blood glucose (bg) level and diabetic ketoacidosis. Bg value and cause were not known. At the time of the event, no issues were observed with the cartridge, infusion set tubing, infusion set cannula, pump or the insulin in use. Prior to the hospitalization, the customer attempted to resolve the bg level performing infusion set site changes. While in the ER/hospital, the customer was treated with saline and insulin intravenously. The customer was released on (B)(6) 2021 with the issue resolve and no permanent damage sustained. A system check was performed and the pump was found to be working as intended.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.